Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During evaluation, the s-connector showed signs of water ingress. Based on the investigation, it is likely that the the probable causes include: - the event occurred due to deformation of the forceps channel. - the event occurred due to breakage of the instrument. - the event occurred due to foreign material in the forceps channel. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): - inspection of the instrument channel and forceps elevator ·operation manual important information ¿ please read before use - precautions. ·operation manual 3.6 inspection of ancillary equipment. ·operation manual 4.3 using endotherapy accessories. ·reprocessing manual 5 reprocessing the endoscope (and related reprocessing accessories). ·reprocessing manual 7 reprocessing endoscopes and accessories using an aer/wd. 7. Dmr review n/a. The case is not due to design. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility reported that a duodenovideoscope had a stent stuck in the channel. It is unknown when the reported issue was found. There was no patient injury or adverse event reported to olympus.